Event description:
Pt returned to the operating room in 2007 to remove a retained portion of the lead passer that broke off in the first procedure. Retained portion was approx 1 inch long, radiolucent and in the shape of a straw.